Event description:
The rptr stated that her surestep meter had been giving the er1 message or high after every test. She said that she had no symptoms and knew that she was not over 500 bg/dl. Attempts to contact her to complete info have been unsuccessful to date.